Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker had premature battery depletion (pbd). It was noted that there was a loss of two and a half years in a year. A save to disk was advised. This pacemaker still remains in service. No adverse patient effects were reported.